Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A baxter service technician discovered a colleague infusion pump experienced an air in line alarm on channel b. This problem was identified during service and interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).the condition of a colleague infusion pump with an air in line alarm was confirmed but not duplicated. Therefore, no repairs are necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.